Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a false positive flu a result was obtained for one (1) patient sample. Upon testing the patient's second swab using a respiratory pcr panel, a negative flu a result was obtained. The patient was given tamiflu when the flu a result was positive on the veritor analyzer, but after the respiratory pcr panel came back flu a negative, tamiflu was stopped. There were no further health impact or consequences reported. Eua# (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-feb-2025. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number 4201771. The customer reported that they received a positive flu a result with the analyzer. However, the confirmatory pcr results came back negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. There were return samples received that were functionally tested. All results were passing for these return samples. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified.

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, a false positive flu a result was obtained for one (1) patient sample. Upon testing the patient's second swab using a respiratory pcr panel, a negative flu a result was obtained. The patient was given tamiflu when the flu a result was positive on the veritor analyzer, but after the respiratory pcr panel came back flu a negative, tamiflu was stopped. There were no further health impact or consequences reported. Eua# (B)(4).